Manufacturer narrative:
In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the photographic evidence provided, analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached due to excessive external force applied. At the time of the side rail detachment, the cables within the side rail panel were damaged, causing a low-voltage short circuit to the control unit, which resulted in failures of the bed¿s electrical functions. According to instruction for use citadel plus (IFU, 831.374-en rev. E): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was detached from the bed frame and internal wires of the side rail cables were exposed, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. No injury was reported. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the citadel plus bed frame malfunctions. The bed inspection conducted by the arjo service technician revealed that the left-hand foot-end side rail was completely detached from the frame, screws holding the panel to the metal plate were ripped off and the upper and the lower arms (parts of the side rail assembly) were not attached to the frame. Moreover, internal wires of the side rail cables were exposed causing unlocking of the electrical bed functions, aes (anti-entrapment system) and varizone (the patient movement detection system) did not work properly. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunctions. The bed inspection conducted by the arjo service technician revealed that the left-hand foot-end side rail was completely detached from the frame, screws holding the panel to the metal plate were ripped off and the upper and the lower arms (parts of the side rail assembly) were not attached to the frame. Moreover, unlocking of the electrical bed functions, aes (anti-entrapment system) and varizone (the patient movement detection system) did not work properly. There was no indication of the patient involvement. No injury was reported.